Event description:
It was reported that infusion sets came off quickly and patient experienced itching and irritation at the site on (B)(6) 2026. The patient has tried cavilon spray and an ointment prescribed by the dermatologist, but neither has helped.

Manufacturer narrative:
Initial 1 of 2. E1: event country: netherlands. Name: (B)(6). Country: united states of america. Street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.